Manufacturer narrative:
Based on the claim against the product noting the prograsp forceps instrument broke, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. In addition, an x-ray was performed to check for a fragment, although the outcome of the test remains unknown. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument broke at the articulating jaw. An x-ray was being performed at the time to see if a fragment fell inside of the patient's anatomy. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.